Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome. It was reported that the patient woke up on the day of the report and felt a burning sensation/discomfort at the pocket site if she bent/twisted/turned. Since implant, the implantable neurostimulator pocket site felt uncomfortable if someone bumped her. The patient reported that the stimulator felt 'weird' in the pocket and 'not in there right.' The patient had not used her stimulator in a long time (over a year or a couple of years), and there were no falls or trauma associated with the issue. The patient's disease (reflex sympathetic dystrophy syndrome) was in remission, so the patient had not used her stimulator in a long time. Now the patient experiences occasional discomfort. The patient had their battery replaced (B)(6) 2016 to resolve the discomfort and burning at the implantable neurostimulator pocket site. Additional information received reported that the patient's reflex sympathetic dystrophy (rsd) was in remission and their leg was bothering them again. They wanted to use the stimulator but it didn't work. It was also noted that at the battery site, they were experiencing a burning discomfort. It was reported that they changed the battery on (B)(6) but the stimulator still did not work. The patient reported that they were going to have more surgery on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.